Event description:
The customer reported that the pump battery is out of service by further describing the pump is turning off by itself and when it is unplugged, it requires a reset. The event occurred on unspecified date. Testing and investigation were performed and found the device alarmed for n56 (replace battery) in device history. The complaint was verified and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes. The battery was replaced and the software was updated and the device passed self-test without issues.